Event description:
It was reported that the patient with this sling device presented with incontinence. The physician performed a cystoscopy and confirmed there were no issues with the sling. The patient has not undergone surgical intervention at this time but may be implanting an artificial urinary sphincter (aus) in the future. There were no additional patient complications reported.